Manufacturer narrative:
Protection sleeve f/nails 8-11 (p/n: 03.043.033s, lot #: unk) was returned and received at us cq. Upon visual inspection, the metal sleeve was observed to be deformed completely. No other issues were observed with the returned device. The complaint condition is confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the attachment clip on the aiming arm for the tna broke while it was attached to the insertion handle during nail insertion. There were no fragments generated. There was no surgical delay reported. The procedure was successfully completed. This report is for one (1) unk - guides/sleeves/aiming: sleeve. This report is for 2 of 2 for (B)(4).